Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient with 3 syringes of juvéderm® voluma® xc in the cheeks, 1 syringe of juvéderm® volbella® xc in the lips, and 1 syringe of juvéderm® vollure® xc in the nasolabial folds. Almost 5 months after injection, the patient began to experience bumps and nodules at the injection sites. The patient has been injected by another healthcare professional with vitrase® 150 mg 2 times, two weeks apart. Vitrase® was injected to the lip nodules that were uncomfortable and painful to eat as well as changing the patient¿s smile, to the marionettes, and to the chin area. The healthcare professional further noted that the vitrase® treatment into the nodules occurred ¿with difficulty¿. The patient was also treated with steroids x2. The symptoms have resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00162 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2019-00164 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® volbella® xc.